Manufacturer narrative:
Product ID, 3777-60 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 37742 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID, 37081 lot#, serial# unknown, product type extension product ID, 3550-29 lot#, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) revealed "no anomaly." According to the trace report obtained from the ins, the total recharge count is 524. The last recorded recharge session done while the device was implanted was (B)(6) 2012. The device was recharged for 8 seconds and the battery level remained at 3.79v. The recharge prior to that was on (B)(6) 2012 for 4hours 19 minutes from 3.720v to 4.025v. The battery discharged to the lock mode on (B)(6) 2012 and was not recharged until the check-in procedure done in the analysis lab on (B)(6) 2013. The battery charged for 6 hours 19 minutes from 3.345v to 4.060v. Final analysis of the extension revealed the product was "cut through" and "segmented." It was noted that "all the wires were broken 20.4 cm from the distal end." Final analysis of the lead accessory revealed "no anomaly."

Event description:
It was reported that an implantable neurostimulator (ins) was replaced due to "failed dorsal column stimulation". It was stated that there was no patient death or injury from the surgery. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.